Manufacturer narrative:
B3: the events occurred on an unreported date since nov 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "three consecutive bouts of peritonitis". The cause of peritonitis events was not reported. The patient was treated with unspecified antibiotics and completed a previous course of antibiotics for the events. It was not reported if the patient was hospitalized for the events. On an unknown date, the patient's "tube" was removed; however, pd therapy was ongoing. At the time of this report, the patient outcomes were not reported. No additional information is available.